Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted. However, difficulties visualizing the clip occurred, and after steering down to the valve, and trying to align, the m knob on the device was not responding normally. It was noted that the m knob was able to turn until the middle of the procedure but then would no longer translate. Therefore, the a/p knob was then applied to maneuver the device medial to lateral and successfully aligned with the valve. Grasping was performed. However, the leaflets were unable to be grasped or captured. Posterior leaflet damage was observed. Therefore, the clip was removed from the patient, and the mr remained at a grade of 4+. A balloon pump was then placed. The patient was reported to be stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis was unable to confirm the reported mechanical jam of the m-knob. The reported positioning failure-leaflet grasping-clip not implanted, positioning failure-leaflet capture-clip not implanted, and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported mechanical jam of the m knob), a cause for the reported m-knob jam (mechanical jam) cannot be determined. The reported positioning failure associated with leaflet capture and grasping resulting in tissue injury appear to be related to patient conditions (restricted posterior leaflet and the location of the posterior leaflet). The reported image resolution poor is related to procedural conditions as imaging was reported to be challenging. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted. However, difficulties visualizing the clip occurred, and after steering down to the valve, and trying to align, the m knob on the device was not responding normally. It was noted that the m knob was able to turn until the middle of the procedure but then would no longer translate. Therefore, the a/p knob was then applied to maneuver the device medial to lateral and successfully aligned with the valve. Grasping was performed. However, the leaflets were unable to be grasped or captured. Posterior leaflet damage was observed. Therefore, the clip was removed from the patient, and the mr remained at a grade of 4+. A balloon pump was then placed. The patient was reported to be stable.